Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:44:18. During night drain cycle three, the patient's ultrafiltration reading was 1758ml, indicating the home patient (hp) drained 1633ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice and homechoice pro apd systems patient at-home guide states "baxter recommends yes be selected for the last manual drain option. A good starting point for setting your target uf is 70% of your expected total uf." It also warns "setting your uf target too low can cause an incomplete last drain, leaving fluid in your peritoneal cavity. This can result in an increased intraperitoneal volume (iipv) situation during your next fill." If any additional information is received, a follow-up will be sent.